Manufacturer narrative:
Visual examination, device history review, complaint history review, material analysis. Results - visual examination confirms the reported event. Device history review shows no reported discrepancies. Complaint history review shows a total of 2 reported events. Material analysis shows the material indicates the fracture was due to an overload condition. Conclusion - root cause appears to be related.

Event description:
In the operation, the following two items fail to function.